Event description:
It was reported clinician placed a PICC in the patient and they developed an internal kink in the med upper left arm. Placed on (B)(6) 2025, kink noted on (B)(6) 2025, kink noted on humerus film after suspected kink. The patient was in the ICU and needed central access so the ICU team had to place an ij.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.